Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. .

Event description:
Customer reported receiving a no delivery alarm on the insulin pump during basal delivery. Customer stated that the tubing may have been tangles. No further info reported.